Manufacturer narrative:
(B)(4). One used forcefxc generator was returned for evaluation. The reported condition of self-activation in the bipolar mode was confirmed. The investigation isolated the failure to the optoisolator lpt5 on the psrf board, but the root cause could not be determined. The psrf board was replaced to address the condition. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured. The appropriate upgrades were implemented, the unit was calibrated, and testing found the unit to function normally.

Event description:
The customer reported that during servicing of the generator, the unit was found to self-activate in the bipolar mode. There was no patient involvement or injury.